Event description:
A malfunction code labeled as malf 16 was reported, but there were no notable events leading up to this issue. The impact on the customer's blood glucose level was unknown as the customer declined to answer. The customer received instructions from technical support on how to reset the pump and successfully performed the reset. Since then, the malfunction code did not recur, and the customer was advised to contact support if any issues arise again.